Event description:
It was reported that after the administration was completed, the tube was flushed with saline and the one-touch clamp was tightened, when the tube ruptured near the point where the one-touch clamp came into contact. There was no reported patient injury; no exposure to blood or bodily fluids.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken infusion set was confirmed. The product returned for evaluation was 22g safestep infusion set. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel. The returned product sample was evaluated and a break was observed in the tubing. Microscopic examination of the tubing break confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges. An examination of the tubing structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that after the administration was completed, the tube was flushed with saline and the one-touch clamp was tightened, when the tube ruptured near the point where the one-touch clamp came into contact. There was no reported patient injury; no exposure to blood or bodily fluids.